Manufacturer narrative:
The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 39103fn00 and the complaint issue. The overall performance of architect anti-hbs was reviewed using field data from customers worldwide. The patient median result for lot 39103fn00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to be adequate. In this case no discrepant results were observed. All results were = 10 miu/ml which is regarded as being protective against hepatitis b viral infection. Lower results were observed for the original sample; however, it was reported that this sample contained fibrin. In addition, the customer did not have patient information and did not know if the patient should return protective or nonprotective results. Based on the investigation architect anti-hbs reagent lot 39103fn00 is performing as intended, no systemic issue or deficiency of the architect anti-hbs reagent was identified.

Event description:
The customer observed falsely elevated architect anti-hbs results for one patient. The following data was provided: on (B)(6) 2022, sid (B)(6), initial result = 60.45 miu/ml, repeat = 189.66 miu/ml new draw: anti-hbs = 497.84 miu/ml, repeat = 544.24 miu/ml the original sample was found to have fibrin in it. A new sample was collected, and no fibrin was found. The customer is questioning the high results especially in the sample with no fibrin. Additional laboratory data was provided: hbsag results = 0.04 iu/ml and 0.00 iu/ml, new draw hbsag results = 0.01 iu/ml, repeat = 0.00 iu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 has a similar product distributed in the us, list number 1l82.